Manufacturer narrative:
The processing unit was returned to the endochoice service center for evaluation and repair. Discoloration (corrosion) on the input board was found, which caused inadequate electrical contact with the endoscope.

Event description:
It was reported that as the endoscope was inserted into the patient, the fusebox processor unit shut down, resulting in a loss of all display capability. There was no report of injury or other negative health consequences to the patient.